Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead incision site was not healed for more than a year after implant. It was noted that the patients wound was regularly cleaned by the physician.

Event description:
A report was received that the patients lead incision site was not healed for more than a year after implant. It was noted that the patients wound was regularly cleaned by the physician.